Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: can you provide specific details for this patient? The information we currently know is that they had a leak/bleeding. What were the indications for surgery? Colon resection needed was this a leak or was it bleeding or both? This complaint was generalized bleeding that needed a clip to stop it. Was this issue experienced intra-op during the initial surgery or post-op? Obviously was intra-op since a clip was needed. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Surgical resident. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes waited the 15 seconds- always! And retightened were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark was present as well as the audible crunch of the washer. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 complete 360 degree turns. Device came out easily was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Complete donuts with usual thickness were there any issues noted with staple formation? If so, please describe the shape and location. Staple formation looked normal and complete. Was a leak test performed? If so, what type and what was the result? Intra-op endo leak test. (I was present for the procedure and the leak test and noticed the internal bleeding. Surgeon placed 2 clips to address the bleeding. Afterwards during discussion, he noted that the stapler has been ¿bleeding a lot more than usual.¿ was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? How was the leak identified? Unsure. What was observed at the site of the leak upon reoperation? Unsure. How was the leak addressed? Reoperation and anastomosis. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the status of patient? Fine now

Event description:
It was reported that the there was excess bleeding at the staple line. On this particular patient, there was a post-op leak. The powered circular was utilized and tested in surgery prior to closing the patient. Surgeon is unsure what caused the leak. Intra op did a leak test and it looked fine.